Event description:
No additional information is available to report at this time.

Manufacturer narrative:
0001825034-2018-03785-1 supplemental report was submitted in error. The event is considered reportable. The complaint cannot be confirmed with the information provided. X-rays provided were reviewed and shows horizontal position of the acetabular cup with acetabular inclination angle of 28 degrees with no radiolucency or fracture. The part and lot number of the product is unknown; therefore the device history records could not be reviewed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown cup, unknown stem. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-03783, 0001825034-2018-03784, 0001825034-2018-03786.

Event description:
It was reported that the patient is being considered for a hip arthroplasty revision procedure due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this report was submitted in error and initial report needs to be voided. The product is unrelated to the reported event and does not contributed to the event.

Event description:
Voiding.